Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6008066 in question was manufactured at the reynosa site. The reference samples for the lot 6008066 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 19/jun/2025. All test results were found within specifications as per the test report (B)(4). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: packaging lot: the lot 6008066 was packaging according to the wi version 97, in the machine multivac 14, on 08/jul/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4f02887 was manufactured according to the wi version 37, in the machine mp03, on 22/jun/2024, with a total of (B)(4) units. The lot 4f02906 was manufactured according to the wi version 37, in the machine mp03, on 20/jun/2024 with a total of (B)(4) units. The lot 4f05704 was manufactured according to the wi version 37, in the machine mp09, on 07/jul/2024, with a total of (B)(4) units. The lot 4f05696 was manufactured according to the wi version 37, in the machine mp09, on 08/jul/2024, with a total of (B)(4) units. The lot 4f05697 was manufactured according to the wi version 37, in the machine mp03, on 08/jul/2024, with a total of (B)(4) units. The lot 4f05698 was manufactured according to the wi version 37, in the machine mp03, on 09/jul/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 27/jun/2025 against malfunction code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6008066 and one other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing. High blood glucose resulting was addressed using correction injection via multiple daily injection. No further information was available.